Manufacturer narrative:
The infusion device was thoroughly evaluated and meets specifications. The device delivers the programmed amount of insulin correctly and functions as intended. The issue reported by the patient could not be duplicated.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the pt does not think his infusion device is delivering the basal rates. He stated that the basal rates have not been correctly delivered for 4-5 weeks and his blood glucose levels have been over 300 mg/dl. The pt has been able to correct the elevated blood glucose levels via the infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.